Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were unresponsive unless the metal buttons underneath the torn cover were pressed directly. The reporter could not confirm whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/29/2013: the device was returned to animas and evaluated by product analysis on 07/02/2013 with the following results: testing confirmed the up, down, ok and contrast key are unresponsive to user presses. The keypad is lifted. Removed the keypad cover; contamination was present under the ok, up, down and contrast key contacts.